Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's ins might have been dead for years. The rep reported that they attempted to interrogate the patient's ins and there was no communication. The rep said the ins was in overdischarge. No symptoms were reported. No further complications were reported/anticipated. Additional information received from the manufacturer representative reported that no actions were taken to resolve the overdischarge as the patient did not want to try a trickle charge. The overdischarge was not resolved.